Manufacturer narrative:
(B)(4). Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2017 and that their insulin pump also had motor error and two no delivery alarms. There was no indication of troubleshooting for the issue reported during the call. The insulin pump will be returned for analysis.